Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5072 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that ventricular capture management (vcm) was active and "kept knocking to max outputs." The physician decided to program the ventricular pacing lead to an increased output and turned off vcm. The ventricular lead remains in use. No patient complications were reported as a result of this event.